Manufacturer narrative:
The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to the reported event. Based on the information reviewed, the reported unspecified tissue injury associated with frayed posterior leaflets per the account was thought to be related to procedural conditions associated with clip damaging the leaflet. Tissue damage is listed in the instructions for use (IFU) as a known possible complication associated with mitraclip procedures. Unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design or labeling.

Event description:
It was reported that a mitraclip procedure was performed to treat degenerative mitral regurgitation (mr) grade 4+. The first mitraclip used, xtw (lot: 30713a1060) was implanted successfully a2p2. A second mitraclip xt (lot: 30817r2110) was placed medial to the first clip. Mr rose back to grade 4+. A frayed edge was noted on the posterior leaflet. It was thought the xt clip damaged the leaflet. The xt was removed and a replacement ntw (lot: 30601a1006) was implanted successfully to treat the leaflet damage and further reduce mr. The procedure ended with mr reduced to grade 3-4. The patient was reported to be stable. There was no clinically significant delay. No additional information was provided.